Event description:
A (B)(6) female pt's fiance called zoll customer support to report that the pt's monitor was giving a svc code error. A review of the pt's download revealed a svc code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (svc code 204) has been confirmed. Upon eval, the trunk cable connector was damaged and several wires were cut. The cause for the damaged wires and connector cannot be positively identified but was likely the result of excessive force. Once the trunk cable was replaced, the belt was fully functional. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.